Event description:
It was reported from the patient¿s treating physician that they believed an airport scanner had turned off a patient¿s vns generator. No additional pertinent information has been received to date.